Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15400. Related manufacturer reference number: 2017865-2019-15401. It was reported that the patient presented in the emergency room. Inspection of the pocket revealed infection. The pacemaker, right ventricular lead, and atrial lead were explanted without complications. Patient was stable post procedure.